Event description:
(B)(4). This spontaneous report was received from a physician on (B)(6) 2008, with additional information obtained by (B)(6) on (B)(6) 2008: the physician reported that a female consumer, age not specified, initiated therapy with injectable poly-l-lactic acid (sculptra) (therapy dates not specified, lot number/expiration date unknown.) The poly-l-lactic acid was given for (B)(6) cosmetic treatment. Sites of injection and details of reconstitution not provided. The physician reported that the patient experienced swelling, at 18 days after a poly-l-lactic acid injection, when physician spoke to patient on follow-up on (B)(6) 2008, he stated: "whatever the bug bite, allergic reaction, flare-up was, has passed. It was 80% better today without further treatment". Physician went on to state that the patient's reaction included bilateral upper eyelid swelling, and that she reported attendance at a "windswept and sunny" outing (golfing) the day after procedure, that might have triggered her reaction, and that an identical event had occurred to her before when she attended this outing. Physician also states that he prescribed valtrex (valacyclovir) to the patient as a precaution, but he did not provide details as to if, or when, the patient took the drug. The physician stated that he does not think the event is due to the poly-l-lactic acid. No further medical information reported. Additional information for sculptra (lot #/expiration date unknown) from product technical complaint report case ID (B)(6) dated (B)(6) 2008, received by (B)(6) on (B)(6) 2008: batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history reports (dhrs) and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable.